Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. There is no evidence the device was used contrary to product labeling per the angiojet dfu. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the patient developed complications and died following an angiojet procedure. An angiojet® solent¿ proxi catheter was selected for use during a patient procedure involving vasculopathy and bilateral iliac artery stent occlusions. The patient's co-morbidities were: peripheral arterial disease, hypertension, and tobacco use. No device malfunction was noted during the procedure and the procedure was completed successfully. During the procedure, 10 mg of tpa in 100 ml normal saline was used for pulse spray (half in each leg), then thrombectomy was performed after 15 min of dwell time. The physician also injected 2 mg into the peroneal and pt arteries later on in the procedure. In total, 100cc of power pulsed lytic and 240cc of thrombectomy were used during the procedure. 150cc of contrast was used. Hydration was administered, and creatinine and cbc lab tests were drawn, prior to, and after the procedure. The patient experienced nausea with the thrombectomy and power pulse portion of the procedure, and then within minutes to hours of the procedure (not specified) the patient had multi-organ failure, diffuse hemolysis, and bleeding. The patient was transferred to the intensive care unit in critical condition. The patient required intubation/ventilation, dialysis due to borderline renal function, transfusion, coagulation factor infusion, amacar, antiarrhythmic agents, and extreme supportive care. The day after the procedure, the patient's inr increased to 13 and the patient was hemorrhaging. Despite life-saving measures, the patient died two days after the procedure. The official cause of death was: hemorrhage, disseminated intervascular coagulation. The physician believes the patients death was due to either the tpa or the device.